Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial and dry. Visual inspection found optic deformed, haptic torn and deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -5.0/4.0/158 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. Lens rotation not associated to a low vault was observed. On (B)(6) 2023 the lens was explanted, this resolved the problem. Cause of the event is reported as unknown.